Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports having a low blood glucose level of 47 mg/dl and sensors fail. Customer current blood glucose level is 120 mg/dl. No trouble shooting was performed on the sensors because customer had run out of sensors. Customer was assisted with uploading to care link. No further information was provided.